Event description:
As reported by the fcs, the patient presented in complete heart block and required a permanent pacemaker. The patient presented 10 days post implant with cellulitis on left big toe. Initial tee was negative for any form of valve dysfunction, svd, or visible sbe. Patient presented again shortly afterward in complete heart block, sepsis, and pulmonary embolism. Thirty one days post tavr implant, the patient was found to be positive for staphylococcus lugdunensis with active infection in right psoas muscle and a spinal disc. The patient was covid-19 negative. Transfemoral access site from original implant is not infected, and ultrasound confirms no issue with perclose sutures. The tavr valve was explanted and 27mm savr device with concomitant patch was placed due to ncc abscess.

Manufacturer narrative:
The valve has been discarded. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences ''clinical technical summary for complaints-conduction disturbances/ heart block'', atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive as patient information was not provided. However, the event could be related to the mechanism above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Update to b4, g3, g6, h2, h10 to reflect additional information. Additional information was received indicating the patient passed away. Although the patient expired, there is no allegation an edwards device caused or contributed to the death. Upon review of records, the diskitis and right psoas myositis most likely contributed to the aortic valve staphylococcus lugdunensis endocarditis. The patient requested to be transition to palliative care after his complicated hospital course. The patient's death is not related to a malfunction of the edwards valve.